Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the patient was hospitalized for a blood ketones of 3 + mmol/l with vomiting; the reporter indicated that the patient¿s blood glucose at the time of the event was 10-11 mmol/l. The reporter indicated that the patient had a history of vomiting resulting in ketosis with stable blood glucose levels however the reporter was unable to identify any underlying illness at the time of the event. This report is made based on the allegation that the patient experienced diabetic ketoacidosis of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.